Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that the connection to the supply bag was loose. The technical services representative assisted the patient in clearing the alarm and ending the therapy. The alarm log was reviewed and the system error 2240 was noted in the log. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and lot number was unknown; therefore, no evaluation could be performed. However, a loose connection was reported, which is known to cause this alarm. The cause of the lose connection could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.